Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. In 2009, the pt noted the reported meter had reverted to the setup mode; he did not obtain a blood glucose reading. On the afternoon of the next day, the pt said he experienced the symptom of shaking. The pt administered self-treatment with a drink to alleviate his symptom; he did not seek medical attention. Troubleshooting revealed this meter issue had not occurred immediately following a battery replacement, this was not a new meter, and the meter suffered no trauma. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt reportedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.